Manufacturer narrative:
The carefusion failure analysis technician evaluated the main pcb and visually inspected part. Installed in known good unit. Events log recorded multiple transducer faults. All transducer tests passed. Exhl diff press calibration test failed at 3 cmh2o with a/d: (B)(4). This issue is being addressed in internal correction.

Manufacturer narrative:
(B)(4). The carefusion field service engineer evaluated the ventilator but was unable to recreate the transducer error. On service mode tested transducer several times no errors. Checked vent log and found the transducer error. Replaced the main board. Evaluation by the carefusion failure analysis technician is anticipated but has not yet begun.

Event description:
The customer reported that while in pt use the ventilator had a transducer error. The ventilator was changed out and there was no harm to the pt.